Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 11 of 12 devices were returned for evaluation. We are awaiting the return of 1 device. Evaluation of one device found it to be within specification. Evaluation of six devices found excessive wear due to a lack of proper maintenance. Evaluation of one device found excessive wear due to a lack of proper maintenance and lubrication. Evaluation of two devices found excessive wear due to a lack of proper maintenance and had debris build-up. Evaluation of one device found excessive wear due to a lack of proper maintenance and that device did heat up during evaluation. The device was repaired and returned to the customer. The ten devices did not heat up during evaluation. The devices were repaired and returned to the customers.

Event description:
This report summarizes 12 malfunction events where a midwest e mini 1:5 high speed contra angle attachment overheated. No injury resulted in any of the events.